Event description:
It was reported the customer had air bubbles in their reservoir and tubing. Customer's blood glucose was 259 mg/dl. The customer had corrected their blood glucose with the insulin pump. Customer was advised of the possible causes of their air bubbles. The customer declined to troubleshoot and requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)